Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. Unable to prime during prime test due to faulty force sensor. Motor was tested outside the device and passed. No motor error alarm noted. Multiple boluses were program and delivered. No unexpected max delivery alarm or a44 alarm noted. The device received with missing segments due to open lcd zebra connector. Broken reservoir tube lip, scratched lcd window and missing end cap sticker noted. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Manufacturer narrative:
After further review of the complaint, it was determined filled out incorrectly in the initial complaint.

Event description:
The customer's father called in stating that his son's insulin pump is giving him an error message about the motor and not giving him the right amount of insulin. The customer has confirmed he has received the motor error alarm. Customer's blood glucose is 260 mg/dl. The customer mentioned that he had received the motor error alarm multiple times this summer went through the customer's alarm history again and he had received multiple motor errors in the span of 30 days. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional.